Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. The patient stated she had not used or recharged the device in approximately 6 months. A company representative met with the patient and confirmed the ipg is inoperable. Consequently, the patient will undergo surgical intervention as the next course of action.